Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that bubbles were found in the patient line of an unspecified quantity of homechoice cassettes without an alarm. This occurred during priming of the device for peritoneal dialysis therapy. The patient was not connected at the time of the event. The caregiver stated that the device experience priming issues and air bubblies were in the lines. The caregiver had to reprime multiple times to successful prime the lines or they would restart therapy with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.